Event description:
It was reported that during a brachytherapy procedure, the urologist put the needle in and hit bone, when withdrawing needle, dr felt it snag and upon removal, noted an approximate 1 1/2cm piece was missing. The doctor dilated the entry site and used hemastats to withdraw the remaining needle piece.